Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported, in which the residual pump reservoir volume was found to be greater than the expected residual volume. The 8.6 ml was expected, however, the physician was able to pull out 12.5 ml. The pt was noted as not having any unusual symptoms. The drug/compound being administered via the pump was not reported. Additional information has been requested, but was not available as of the date of this report.